Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to feel stimulation. The sjm representative met with the patient for reprogramming and determined the amplitude was unable to be increased, therefore the issue was unresolved. It was reported there were multiple contacts with low impedances.